Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation and ipg was at end of life. The patient underwent an ipg replacement procedure and was doing well. The explanted ipg was disposed.